Manufacturer narrative:
Age at time of event : 18 years or older. Device (B)(4) is related to component (B)(4). Device (B)(4) is related to component (B)(4). (B)(4).

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed approximately 2.9 cm of the distal tip end of the catheter was detached and not returned for analysis. The tip end of the catheter appears to be brittle. During image characterization testing, a good image appeared in the system and the product performed within specification. Full image characterization testing cannot be performed based on the returned condition of the catheter. No other issues or defects were observed during visual or functional analysis of the returned device. The complaint sample was sent to an outside vendor for oxidation analysis. This analysis revealed high levels of oxidation at the surface of the brittle fracture site. The device failed to meet specifications when received. The root cause of the fragile tip detachment failure has been determined through oxidation index testing of this broken tip to be oxidation of the catheter which causes embrittlement and increases the likelihood of tip detachments of this nature. The most probable root cause is design related. (B)(4).

Event description:
It was reported that during a diagnostic procedure a tip detachment occurred. The target lesion was located in the left main (lm). The icross imaging catheter was advanced to the lesion and it was noted that a perfect image was obtained. When the physician attempted to remove the device with an unspecified guide wire, the imaging catheter became caught on the non-bsc bleedback control valve and approximately 2 inches of the tip of the imaging catheter "sheared" off. The tip of the device was removed with the guide wire. The procedure was completed at this point with no patient complications reported. The patient's current condition is fine.

Event description:
It was reported that during a diagnostic procedure a tip detachment occurred. The target lesion was located in the left main (lm). The icross imaging catheter was advanced to the lesion and it was noted that a perfect image was obtained. When the physician attempted to remove the device with an unspecified guide wire, the imaging catheter became caught on the non-bsc bleedback control valve and approximately 2 inches of the tip of the imaging catheter "sheared" off. The tip of the device was removed with the guide wire. The procedure was completed at this point with no patient complications reported. The patient's current condition is fine.